Manufacturer narrative:
Add'l info concerning this event and the return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "pump tubing fracture". As reported to co, the pump and connector(s) from an assembly kit only were removed and replaced.